Event description:
A surgeon reported a pt with proliferation of tissue of the anterior capsule following intraocular lens (iol) implant surgery. He stated the "proliferation invades the zone of the rings of the optics and produces an interference in the pt's vision." The tissue was removed with a scissors and the iol was left implanted. The surgeon reported the symptoms resolved and no new tissue grew. The surgeon further indicated he observed this in pts with a soft crystalline, hyperopia, and that it was more related to refractive surgeries than cataract surgeries. Add'l info has been requested. There are nine medical device reports associated with this event, this report is for the first pt's first eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).